Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive would not go in forward position and the reverse was intermittent. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complaint that the device will not go in forward position and reverse is intermittent could not be confirmed. Therefore, an assignable root cause was not determined, however, during evaluation, it was determined that the device had an unknown black residue on the internal components, cover plate on electronic control unit lifted, electric motor emitted an unusual noise and ball bearing seized. It was determined that these were due to component wear and component damage caused by improper cleaning/care of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.